Event description:
Non-blood sugar monitoring. I received a contour next blood glucose monitoring system on saturday, (B)(6) 2020. On sunday the monitor began not working correctly. I contacted the company on sunday, (B)(6) 2020 and they agreed to replace the monitor. Today is thursday, (B)(6) 2020 and I hadn't received my replacement. I called to see what the status was and was told it takes 10 to 15 days to send out. I was never told this when I spoke to the company representative on sunday. Today I'm told this is the standard procedure time wise. I was shocked. This means that my blood sugar could not be taken for 10 to 15 days? I can't comprehend how a company would allow an individual, with diabetes to go two weeks without being able to check their sugar count. I was told I could go and buy a replacement. Really? Now I have to go out and pay for something that I desperately need for my condition, because their process is that long? I asked if they could send one overnight and I would pay the shipping--no, they don't do that. I'm told their warehouse has individuals off due to covid-19. So, because of that, people that need their monitor live in limbo? I talked to a supervisor and he told me he'd e-mail the warehouse to see if it could be mailed sooner, but there would be no guarantees. He said I could probably receive it in 4 to 5 business days. Today is thursday, the two weekend days wouldn't apply. So, the end result is I'm forced to either buy another monitor or, waiting 4 to 5 more business days. This is my health we're talking about. I couldn't go 10 days without taking any other medication I have. Why does this organization believe it would be alright for me to wait 10 days to check my blood sugar level? I could go into a coma. I could have a heart attack. There are so many medical issues that I could be accessible to without letting my doctor know my blood sugar is too high or too low, in a timely manner. Ten to 15 days is not a timely manner. FDA safety report ID # (B)(4).